Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse initially reconnected the datasets to resolve the error code; however the error code was displayed again and the iabp shutdown. The fse performed helium calibration and discovered that the ac three pin plug ground wire was not connected, therefore the helium supply was shown at base ground point. To address the issue the fse grounded the wire. The iabp was kept under observation and the issue was not repeated. The iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during a service/test performed by the customer the cs100 intra-aortic balloon pump (iabp) was intermittently showing electrical test fails # 35. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during a service/test performed by the customer the cs100 intra-aortic balloon pump (iabp) was intermittently showing electrical test fails # 35. There was no patient involvement and no adverse event was reported.